Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report 1627487-2016-06168. It was reported that the patient is experiencing intermittent stimulation surges while stimulation is on. Reprogramming did not resolve the issue. X-rays were taken and showed no anomalies. Surgery is anticipated at a later date but has not occurred.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2016-06168. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced therapy has resumed and is effective.